Event description:
It was reported that patients implantable pulse generator will take longer to charge and charge more often. It was noted that patients lead had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21186394.